Event description:
A dialysis facility reported that there was excessive fluid removed from a patient during a hemodialysis treatment. The pt was asymptomatic and the problem was only identified when the pt weighted post treatment. Based on the reported weights and the goal set, there was a weight loss variance of approximately 1.2 kg. There was no serious injury or illness.